Event description:
Additional information was provided by the customer. The malfunction occurred during preparation for use, and the type of procedure was therapeutic. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image did not appear and cable coating was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cable failure caused a communication failure, and the images were not displayed. Watertight defect (flooding) occurred due to cable scratches. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image did not appear and cable coating was broken. There were no reports of patient harm.